Event description:
It was reported that the pump touchscreen was delayed in responding to touch and the display times out at times despite input. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.